Manufacturer narrative:
This report is being filed on an international product, list 06c37, that has a similar us product distributed in the us, list 01l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) result (0.92 s/co) on sample ID (B)(4) that repeated (B)(6) (1.27, 1.35, 1.14, 1.18 s/co). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely causative agent lot regarding false non-reactive and reactive results. The tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained kit of architect anti-hcv reagent, lot number 78299li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, additional replicates of the positive control, two sensitivity panels (core only panel and ns3 only panel) were tested. The values for the positive control and the sensitivity panels met specifications and all generated results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv results. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. The field data was used to evaluate the number of standard deviations to the cut-off for the negative population tested with the architect anti-hcv assay and found the complaint lot is within the established limits. Further, the median of the population by lot was reviewed and the complaint lot showed a median value within established limits. The reactive rates of the architect anti-hcv reagent lot used in the field in the last 12 months were reviewed. Since the reactive rate represents false reactive results and true reactive results only data from blood banks were reviewed, as these data mostly represents results of blood donor testing. A repeat reactive rate of 0.61 % was identified for lot 78299li00. Assuming a zero prevalence of hcv infection for the samples tested within the field the specificity would be slightly lower than specificity performance listed in the architect anti-hcv package insert. Therefore testing regarding specificity which includes a 100 member population known to be nonreactive for architect anti-hcv assay will be performed with lot 78299li00. A retained reagent kit of architect anti-hcv reagent, lot number 78299li00 was tested in a specificity setup. Results of this setup did not implicate that the specificity performance of the lot is negatively impacted. A 100 population was tested which is known to be non-reactive for architect anti-hcv assay. In addition 4 replicates of negative control were tested. All samples of the 100 population were clear non-reactive and the negative control values were well within the package insert specifications. The performance of the likely cause lot was investigated by completing a review for potential non-conformances/ non-conformances or deviations related to the likely cause lot with none identified in relation to the complaint issue. A review of labeling concluded that the issue is sufficiently addressed in the labeling. A systemic issue and/or product deficiency was not identified.